Event description:
It was previously thought that the fossa components were explanted on (B)(6) 2011 when the mandibles were explanted due to allergic reaction. The patient called in 2015 and reported a tmj revision that will take place due to heterotrophic bone growth. The surgeon's office was contacted and confirmed the patient's diagnosis, code (B)(4) stating the device is out of placement and has heterotopic bone growth over the parts as well as encroaching on her left ear canal. Upon the investigation of this pending revision surgery it was confirmed by the implanting physician's office on (B)(6) 2015 that the original fossa components are still implanted. The fossa components do not contain any metallic traces and are not made of cobalt-chromium-molybdenum (co-cr-mo) alloy like the mandible, therefore they did not need to be explanted. The event date is unknown as the revision surgery has not been scheduled at this time; the patient states her insurance will not cover the procedure because the surgeon is out of network. If this revision occurs the fossa components will be removed as the surgeon intends to implant a custom device.

Manufacturer narrative:
The package insert states the implantation of stock tmj components are contraindicated in patient's with a "known allergic reaction to any materials used in the components. Note: patients with known or suspected nickel sensitivity should not have co-cr-mo devices implanted since this material contains nickel." The fossa components that were removed do not contain any nickel components and those units were not returned with the original explanted parts for manufacturer evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4): not returned to manufacturer.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Office contact/manufacturer office contact were updated. Supplemental MDR one of two for the same event, see also 1032347-2012-00049-1 reference MDR's 1032347-2015-00105, 1032347-2015-00106, 1032347-2015-00107 and 1032347-2015-00108.

Event description:
It was reported that the patient had an unknown nickle allergy and had stock co-cr implants, she reacted to the implants and they were explanted and replaced with titanium joints. The mandibular components were returned and a complaint was opened (B)(6) 2012. The patient informed biomet microfixation on (B)(6) 2012 through a telephone conversation that she also had the fossa components removed, which was previously unreported. The surgeon's office was contacted and confirmed that the fossa components were removed, however, they were not retained and returned to bmf. They have since been discarded as this revision was over 12 months ago. The mandibular component revision was recorded in the complaint system and two mdrs were filed in (B)(6) 2011.